Manufacturer narrative:
(B)(4). Date of initial report: 05/26/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the tip of the device stuck to tissue and was difficult to remove. The issue occurred during initial use and after cutting the tissue. No patient injury occurred.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 08/04/2016. One used ls1037 ligasure device was received and evaluation of the returned sample could not confirm the reported issue with sealing. The jaws opened and closed normally using the handle. The device was also activated multiple times on porcine tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications for sealing. However, an alternative and non-contributing issue of damaged insulation was identified. Nothing in the manufacturing process has been found to cause or contribute to this issue. The type of damage observed shows signs of user error, where the device was likely handled improperly through a trocar. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. A review of the device history records for this lot found no potentially contributing factors, and that it was released after meeting all quality specifications.

Event description:
Inspection of received sample on (B)(6) 2016 found the jaw wire was damaged and a piece of insulation is missing. The customer confirmed the insulation disengaged during the procedure but did not fall within the patient.